Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided; however a photograph was provided. In the absence of the physical subject device, it is difficult to determine the root cause of the incident. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. The instructions for use (IFU) states, "as with all trocars, instrument compatibility should be evaluated prior to use. Extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers." This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Not known - "when removing port, a piece of the cannula chipped off into the abdomen of the patient. Chip was found and packaged w/ cannula." Patient status - "unaffected by event."